Manufacturer narrative:
After secondary review of this file, mentor became aware that the initial report was submitted in error. Clarifying information obtained verified that healthcare professional had the device in possession prior to its expiry date, and that the device was shipped and handled in accordance with approved procedures. Since there is no product quality issue, this event does not meet the criteria for MDR reportability. As a result, mentor will discontinue further reporting of this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a healthcare professional had in possession an expired 650cc mentor memorygel breast implant. There was no report of patient involvement.